Manufacturer narrative:
An icy catheter was returned to zoll (B)(4) for evaluation. Device history record was reviewed for balloon bonding lot no 53218 found no nonconformities with the lot. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. Functional testing: the returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the medial balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the bonding near proximal end of the medial balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement.

Event description:
It was reported that this is a second incident that the customer has experienced with the thermogard cooling line where the saline bag has been administered to the patient due to a rupture in the catheter. Due to the incident, both patients received an unprescribed amount of fluid intravenously. No detrimental effects occurred to either patient.